Event description:
The ventilator did not provide battery status alarm in appropriate timing manner. It operated for about 2.3 hours, then it shut down less than 15 seconds after audible low battery alarm and battery empty alarm. Please note that there was no pt involved in the incident.